Event description:
It was reported that the customer had a low blood glucose of 49 mg/dl, which was treated with glucose tablets, peanut butter and milk. It was explained that in (B)(6) 2014, medtronic informed customers of the potential to deliver insulin through accidental button pushing in a safety notification letter regarding the scroll wrap feature. It was further explained that in order to prevent the likelihood of accidental button pushing, medtronic would offer free insulin pump exchange with updated software with all consumable orders. The customer reported they did not have a complaint regarding the design which allows the delivery amount to scroll past 0.0 to the maximum setting, nor did they request to have their pump exchanged for one with updated scroll wrap software. The customer was advised to pay close attention because scrolled down would allow the dose displayed on the screen to go from 0.0 units to the maximum programmed insulin dose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.